Event description:
Related manufacturing reference number: 2017865-2023-47493. It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was sensing noise. The noise was reproducible using isometrics. The patient was asymptomatic. It was suspected that the ra lead was fractured or that there was an unspecified issue with the header of the pacemaker (pm). No changes were made and there were no consequences to the patient.